Event description:
A report was received that the patient was experiencing muscle spasms at the lead site. The physician gave the patient a trigger point injection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.